Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) episode of 50 mg/dl following a meal announcement. The user attempted to raise levels with an unannounced meal; however, (bg) did not return to range for an extended period. Review of the report indicated the user had accidentally announced two meals, which the user confirmed. The low was ultimately corrected with carbohydrate intake. A fingerstick confirmed the user¿s bg was back in range. Symptoms reported included low energy and double vision. No external assistance or medical intervention occurred.